Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).

Manufacturer narrative:
(B)(4). The customer reported to philips on 04-mar-2015 that the CT clinical images from a CT brain scan performed on (B)(6) 2015 appeared to have crescent type artifacts around the skull area that should not be there. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse confirmed there was no misinterpretation. The fse provided raw data for engineering to investigate. The images were reviewed with clinical experts, including philips clinical research scientists, and the likely cause of the artifacts was identified to be a combination of sub-optimal beam hardening corrections and off-focal radiation corrections applied to the image that were not well suited to correct infant head images. A philips clinical research scientist reviewed the images and determined that the crescent artifact was subtle and that there may be potential for misinterpretation. This artifact is also known as a halo artifact. This complaint addresses the crescent artifact around the skull in patient head images and a subsequent complaint addresses the speckle artifact in patient head images. CT engineering determined this issue to be an acceptable risk. Engineering stated if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury. A philips scientist determined the appearance of the artifact suggests that the brightening is likely either caused by beam hardening from the thicker skull regions to either side of the thin area or by an over or under correction of the off-focal radiation leading to artificial brightening of the region directly adjacent to the bone. Philips clinical science, CT clinical applications, clinical consultants, and customer support teams have continuously worked with the customer to make adjustments with the protocols in order to optimize the image quality. Philips coordinated with the customer site to obtain data associated with the artifact and suboptimal image quality. Philips clinical science received the data and performed multiple reconstructions on the raw data to investigate possible solutions to this issue in a future software release. The data was reconstructed with various algorithms to improve the image quality and was then presented to the customer for their feedback. The trained professionals at the customer site reviewed the sample imaging reconstructions provided by philips clinical science and they acknowledged that there was a noticeable improvement. Philips engineering continues to work on this improvement. Philips customer support and CT clinical applications teams, along with the customer, are in the process of scheduling a week-long training session for the entire staff to provide intensive training of the philips CT system features.

Event description:
The customer reported that the CT clinical images from a ibrain scan appeared to have crescent type artifacts around the skull area that should not be there. Philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse confirmed there was no misinterpretation. The philips clinical research scientist reviewed the images and determined that the crescent artifact was subtle and that there may be potential for misinterpretation.

Event description:
The customer reported that the CT clinical images from a ibrain scan appeared to have crescent type artifacts around the skull area that should not be there. Philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse confirmed there was no misinterpretation. The philips clinical research scientist reviewed the images and determined that the crescent artifact was subtle and that there may be potential for misinterpretation.